Manufacturer narrative:
Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. The customer reported that no further details are available.

Event description:
The customer reported that the machine was used while cardiopulmonary resuscitation was being done to the patient. Initially, everything went well but later when a settings change was necessary, the touch screen of the device was not reacting on user inputs which caused a delay in treatment. It is unknown if there was patient harm associated with the event.